Manufacturer narrative:
The system was serviced in the field and failed computer boot-up. The solid state drive (ssd) crashed. The ssd was replaced and the failure was resolved. Codes the ssd was returned and analyzed. It was tested and upon boot up the grub menu appeared. After a countdown timer it proceeded to the login screen. The failure was confirmed. Logs were received however analysis has not been completed at this time. Concomitant medical products: other relevant device(s) are: product ID: 9735999, serial/lot #: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with verification of an instrument and connection with the imaging system. It was noted that after a re-start, the system was thrown into the ubuntu menu and the site aborted the case. It was also noted that the perc pin was set/placed in the patient's bone. The procedure was aborted after the incision for the perc pin was made. Technical services walked the manufacturer representative through the ubuntu options and noted that by hitting f and I in the settings that they were unable to fix or ignore the errors. System would continue to go back to the ubuntu menu. There was a reported delay of less than one hour. There is no known impact on patient outcome.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 1.2.0 h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.